Event description:
A piece of bulldog clip came off during open heart surgery, the piece was the part where the applier concepts to the bulldog. Doctor could not retrieve it. Pt is fine but lost piece was assured to be in pt.